Event description:
Customer reported capsular dehiscence post total knee arthroplasty procedure. Patient required second surgical procedure to close the capsule. (B)(4).

Manufacturer narrative:
The actual product involved with the incident reported was discarded. Therefore, no testing can be performed. Method - the device was discarded. No product evaluation can be performed. Results/conclusion - the device was discarded. No product evaluation can be performed. Relevant portions of the device history record were reviewed for corresponding issues identified during the manufacturing processes or at final inspection. As part of the manufacturing process a tensile strength test is performed to the suture, results of this test for the finished good lot reported was found to be within specification. Finished good product was received into inventory without quality issues. No inventory available for the finished good lot reported nor product manufactured with the same suture component lot. Reference: complaint (B)(4); item #ra-1065q, quill knotless tissue closure device 2t11 #2 pdo 36 x 36, lot mp00650.